Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). St. Jude medical sl0 8.5fr sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the transseptal phase of the procedure, the patient became hypotensive, and the tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed, and 500ml of fluid was withdrawn. The patient was then reported to be in the operating room. The patient recovered fully. There is no information regarding extended hospitalization. The physician did not provide a causality opinion, though it was noted that the patient had a device that necessitated extra manipulation during the transseptal phase. Two transseptal punctures were performed. The sheath in use was a st. Jude medical sl0 8.5fr. Since the injury occurred prior to ablation, total ablation time, ablation cycle time and generator parameters are unavailable. The patient received anticoagulants with activated clotting times maintained above 350 seconds. Irrigated catheter flow settings were normal. Spi values and catheter proximity are unknown. The catheter was zeroed after the initial warm-up phase, and it is unknown if re-zeroing was necessary. No error messages presented on any biosense webster equipment during the procedure. It was also reported that the hinges on the left-hand side of the carto 3 system door were falling off. The potential that physical damage to the door of the carto system could contribute to an adverse event are remote, so this is not an MDR reportable finding.

Manufacturer narrative:
On 3/30/2017, biosense webster received additional information regarding this event: surgical team performed a pericardiocentesis/pericardial window in the electrophysiology lab that yielded 500cc. Patient was taken to the operating room to close the pericardial window. No further surgical intervention was required. (B)(4).